Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported a dialyzer blood leak noted during treatment. Follow-up was made with the clinic manager, who stated the hemodialysis (hd) patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) were unknown at this time. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The clinic manager stated blood was visually noted and a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on a different machine without issue. The patient dialyzed 3 times a week. The clinic manager stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
Plant investigation: a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported a dialyzer blood leak noted during treatment. Follow-up was made with the clinic manager, who stated the hemodialysis (hd) patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) were unknown at this time. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 250ml. The clinic manager stated blood was visually noted and a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on a different machine without issue. The patient dialyzed 3 times a week. The clinic manager stated the sample was discarded and was no longer available for evaluation.